Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a death. The monitor readings were not proper; monitor was showing readings for the deceased patient. Per fse patient had already passed in the department when the monitor was attached. This has not yet been confirmed by a qualified medical professional.

Manufacturer narrative:
Post incident philips monitor has been tested onsite working as specified. Issue caused by artifacts/noise in spo2 due to usage of old/damaged accessories. Philips monitor remains at the customer site working as specified. Customer replaced old/damaged accessories by new ones. Philips monitor was not a contributor to the reported death. Patient was already dead in the department & monitor was attached later. This was purely a accessory ¿related problem & was shown to the customer after replacing with a new set of accessories. Post incident philips monitor has been tested onsite working as specified. Patient information has been requested, unavailable at the time of this report.